Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1595. Reference MFR report: 1627487-2012-1597. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing a painful burning sensation while charging his ipg. The pt also reported the ipg moves in the pocket and she feels the wires are trying to poke out through her skin. She stated she also feels pain where the wires go up through the middle of her back. The pt has not charged her ipg since (B)(6) 2012. The pt is requesting her scs system to be explanted. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.